Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("her left essure coil had dislodged and migrated to the endometrial cavity, migration of essure device location of device: uterus"), genital haemorrhage ("abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation" in 2014. The patient's past medical history included dysfunctional uterine bleeding, gastroesophageal reflux disease, fibromyalgia, transient ischemic attack, restless leg syndrome, arthritis, carpal tunnel release, cyst removal, lesion of ulnar nerve, diverticulitis, degenerative joint disease, hiatal hernia, vulval itching, bell's palsy, lumbar spinal stenosis, lumbar radiculopathy, pharyngitis, eye disorder, visual disturbances, sinusitis and arthritis. Concurrent conditions included hypertension. Concomitant products included acetylsalicylic acid (aspirin), amitriptyline, cyclobenzaprine hydrochloride (flexeril) from 2001 to 2007, doxycycline hydrochloride (doxsig), duloxetine hydrochloride (cymbalta), gabapentin, hydrochlorothiazide, hydrocodone, ibuprofen, omeprazole, pantoprazole (protonix), quetiapine (seroquel), ropinirole, tizanidine and zolpidem tartrate (ambien). In 2006, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches,"), migraine ("migraines") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced seborrhoeic dermatitis ("seborrheic dermatitis"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), pruritus ("itching"), hypersensitivity ("allergic or hypersensitivity reaction pelvic region, head, underarm"), flank pain ("flank pain - left side"), vaginal discharge ("vaginal discharge") and the first episode of vulvovaginal rash ("rashes or skin conditions type: vaginal area"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, alopecia ("hair loss"), abdominal pain lower ("severe cramping"), procedural pain ("painful post-operative recovery"), the second episode of vulvovaginal rash ("rashes or skin conditions type: vaginal area"), abdominal distension ("bloating") and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (underwent a total hysterectomy procedure to remove the essure devices). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device expulsion, dysmenorrhoea and abdominal distension had resolved, the genital haemorrhage, alopecia, abdominal pain lower, procedural pain and pruritus was resolving and the female sexual dysfunction, vaginal haemorrhage, menorrhagia, seborrhoeic dermatitis, urinary tract infection, headache, vaginal infection, the last episode of vulvovaginal rash, migraine, dyspareunia, fatigue, hypersensitivity, flank pain, vaginal discharge and uterine haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, procedural pain, pruritus, seborrhoeic dermatitis, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of vulvovaginal rash and the second episode of vulvovaginal rash to be related to essure (ess205). The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results: on (B)(6) 2017, ultrasound scan confirmed her left essure coil had dislodged and migrated to the endometrial cavity. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet : the event she did not undergo an essure confirmation, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: seborrheic dermatitis, infection (bladder/ urinary tract/vaginal) type: urinary tract infection/vaginal, apareunia (inability to have sexual intercourse), rashes or skin conditions type: vaginal area, migraines / headaches, migration ofessure device location of device: uterus, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue added. Patient, reporter and product information updated. On (B)(6) 2018: the medical record received:the event abnormal uterine bleeding added and medical history added,reporter added.fu 1 and fu2 process together incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("her left essure coil had dislodged and migrated to the endometrial cavity") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), abdominal pain lower ("severe cramping") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a total hysterectomy procedure to remove the essure devices). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, alopecia, abdominal pain lower and procedural pain was resolving. The reporter considered abdominal pain lower, alopecia, device dislocation, genital haemorrhage and procedural pain to be related to essure (ess205). The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results: on (B)(6) 2017, ultrasound scan confirmed her left essure coil had dislodged and migrated to the endometrial cavity. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.